Manufacturer narrative:
Patient information and event date were both requested , but no response received from the customer.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. The customer reported that the unit was in use on patient, but there was no patient harm reported.